Event description:
Anterior colporrhaphy with tvt, obturator, sling, and cystoscopy posterior colporrhaphy with gyne mesh and cystoscopy was performed in 2005. Complications from the mesh developed soon after surgery and the mesh then was removed due to erosion approx three months later.